Manufacturer narrative:
(B)(4). Film evaluation: review of CT¿s from 14 months post-implant revealed that a talent aaa stent graft system had been implanted in the patient. The bifurcate was positioned just below the renal arteries. The ipsi limb was positioned within the right common iliac artery and the contra limb was within the left common iliac. The bifurcate proximal stent graft od measured 31mm and the aortic body was angulated 65 deg a-p relative to the iliac limbs. The max diameter of the aaa was 4.9cm and no obvious endoleak was observed. Both limbs were patent. The distal right/ipsi limb od measured 17mm and the distal left/contra limb was 18mm. No other issues were seen. Review of CT¿s from 26 months post-implant revealed that the bifurcate was positioned approximately 5mm below the renal arteries. The bifurcate proximal stent graft od measured 32mm and the aortic body was angulated 65 deg a-p relative to the iliac limbs. The max diameter of the aaa was 5.2cm and no obvious endoleak was observed. Both limbs were patent. The distal right/ipsi limb od measured 18mm and the iliac artery vessel diameter was 22mm in that location. There was contrast seen around the distal right/ipsi limb; however, it is unclear if the contrast may be pressurizing the aaa. The cause of the aneurysm expansion and reported proximal and distal type I endoleak could not be determined from the films provided. There appears to have been disease progression, aortic neck and iliac artery vessel dilatation, which may have contributed to these events.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 53mm in diameter abdominal aortic aneurysm. It was reported that on a follow up CT scan, a proximal and a distal type I endoleak were identified. The patient is being monitored by the physician. The physician stated that the cause of the events was due to aortic neck and limb dilatation. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received for this case. The patient received secondary intervention where an endurant 36x36x49 cuff and an endurant 16x16x124 limb were implanted. The endoleaks were resolved.